Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4: PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes had loose closures and samples exhibited clotting. Samples were recollected and no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 10-jun-2025. Investigation summary: bd received one sample for investigation. The customer sample was visually inspected with no issues identified and underwent functional testing, with results within specification limits. Additionally, 100 retained samples were visually inspected, confirming the correct assembly of the hemogard closure, with no issues found. Furthermore, five retained samples underwent functional testing, all yielding results within specification limits. In addition, 10 retained samples were tested for draw weight, all within specification limits, and no issues were observed with the hemogard closure assembly during or after testing. Complaints for sample quality are under statistical control for the month of june 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: sample quality- clotting and stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, an unspecified number of tubes had loose closures and samples exhibited clotting. Samples were recollected and no adverse impact was reported regarding the patient or user.